Manufacturer narrative:
Device analysis report attached. This report is submitted on january 27, 2022.

Manufacturer narrative:
This report is submitted on october 29, 2021.

Event description:
Per the clinic, the patient experienced dizziness with high stimulation levels. It was determined that the electrode array was not in the cochlea. The device was explanted on (B)(6) 2021, and the patient was re-implanted with a new cochlear device during the same surgery.